Event description:
It was reported that the balloon was fully inflated with 1cc of air inside the coronary sinus. After contrast, difficulty deflating the balloon was encountered. After many attempts to deflate the balloon the device was removed from the venogram catheter with a partially inflated balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the balloon catheter was received with a crack on the valve 2 cm from the proximal end. Damaged during use. Balloon functionality was non-operational during analysis. (B)(4)